Event description:
The customer had placed this call to the solutions center (sc) as he had questions regarding retrospective review of pt trend data from an intellivue mp5 bedside monitor.

Manufacturer narrative:
Per the call log, the customer was requesting info about how to review pt's trend data for a discharged pt that previously had coded, while being monitored by the device. Engineer and clinical specialist provided the customer with application assistance via telephone and explained that once the pt is discharged at either monitor or central station, all pt related data will be lost. No info about the nature of the code was provided, since the customer did not state that the monitor or system failed, nor that there was any relationship between the pt code and the monitor's performance. The available info does not indicate a interruption of pt monitoring, that could have caused a delay in therapy, or contributed to the pt coding. As such, the available info does not support that the use of the monitoring device was a factor in the pt code. The customer was dissatisfied about the monitor info storage capabilities. No further investigation or action was warranted.